Manufacturer narrative:
Investigation results completed on a cadd solis 2110 smiths medical product. Device was in good physical condition on arrival to investigation site. Event log verified alarm. When testing was completed and duplicated, it was isolated to faulty air detector sensor. Unknown cause of event. DHR revealed no issue prior to release of device.

Event description:
Information received a smiths medical cadd solis 2110 pump alarming air in line.